Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date was updated. D10: unknown healing abutment d10: iwth56, certain® ep® healing abutment 5mm(d) x 5.6mm(p) x 6mm(h), lot# unknown g3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: component code was added: 4755. H6: tyoe of investigation codes were added: 4109, 4111, 4110 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4310 and 4315. H10: narrative/data was updated. The implant was returned (no malfunction). Hence, the reported event was non-verifiable. Based on the evaluation, device malfunction has not occurred for implant. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review was completed for the subject lot number (2019031866). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review (B)(4): complaint history review was performed for the reported lot number (2019031866) for similar event (keyword category: damaged threads & device malfunction) and no other complaint was identified. Functional testing was performed for implant with in-house abutment/screw, no malfunction identified. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation are due to the clinician not following the recommended protocol for product placement and final seating, torque applied during placement/seating exceeds recommended value and clinician inadvertently selects an instrument with the wrong drive feature to place/seat the implant. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). (B)(6).

Event description:
It was reported that the internal implant thread at tooth site #36 was not engaging. The specialist was able to remove the crown with some struggle and the healing abutment was placed but would not engage with the implant.